Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Resubmission due to gateway error experienced on 05-apr-2024.

Event description:
It was reported that the device exhibited an occlusion issue, and the lower sensor cover (the rubber) was coming unglued. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens, worn upstream occlusion (uso) seal, and cracked battery door. The event history log confirmed a high alarm displayed: downstream occlusion occurred. Functional testing was able to replicate the reported issue. The most probable cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.